Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of a large volume infusor was broken off / unattached, leading to a leak. The device had been filled with 7200mg penicillin g in 0.9% sodium chloride solution. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 5/24/2017 ¿ 2/25/2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and showed fluid inside the bag which indicates a leak had occurred. Further inspection noted broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.